Manufacturer narrative:
H3:81 other: the suspect device has not been return for investigation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not return yet

Event description:
It was reported to vyaire medical that the bellavista1000 ventilator had ui issue happened during use for the patient. Ventilation was continued, no patient harm associated with this event

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h3, h6, and h11 additional information: d3 results of investigation: the suspect device was not returned to vyaire medical for evaluation, therefore, a definitive root cause couldn't be determined. Most likely internal hw communication issue. As a resolution, vyaire ts advised to replace the main board. Once replaced, perform base unit test and calibration/verification.